Event description:
It was reported that the patient with this pacemaker felt a device protrusion under the skin after a mammogram. Technical services consultant referred the patient to physician. This pacemaker remains in service. No adverse patient effects were reported.